Manufacturer narrative:
An event of complete atrioventricular block (cavb) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient did have a small amount of calcification extending beneath aortic annular plane in the interventricular septum, and the patient had valve implanted at a final depth 5mm non-coronary cusp and 3mm left coronary cusp. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant. A small amount of calcification was seen on the native annulus. During the first deployment, when the valve was deployed to 80%, complete atrioventricular block (cavb) occurred. Temporary pacing was performed without blood pressure fluctuation. The valve was not re-sheathed and released successfully at 5mm from the non-coronary cusp and 3mm from the left coronary cusp. The patient remained hemodynamically stable and there was no clinically significant delay in the procedure. On an unknown date, a permanent pacemaker was implanted to treat the heart block. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.